Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would boot. Receiver functional tester: passed all relevant testing. The receiver download was retrieved and confirmed the complaint. The reported event of initializing screen without manual restart was confirmed during log review. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced initializing screen without manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.